Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the during the fill tubing process, insulin was not observed exiting the end of the tubing after delivering 20 units of insulin. The customer reported a low blood glucose (bg) level of 57 (mg/dl). Orange juice was consumed to address bg level. Reportedly, the customer previously disconnected the luer lock while still connected to their site. The customer ensured the luer lock was tight and secure and completed the fill tubing process again. Insulin was observed; however, the pump requested a minimum of 50 units of insulin after filling the cartridge with 150 units of insulin. An additional 100 units of insulin was added to the cartridge, but the pump requested a minimum of 50 units again. A new cartridge was loaded and supplies changed. The customer's bg levels later rose to 83 (mg/dl).

Manufacturer narrative:
Investigation of pump data showed low bg levels between 10:30am and 11:18am on (B)(6) 2016. Just before the low bg levels were recorded, three cartridge change sequences were completed with "fill tubing" priming sizes between 12 units to 21.5 units per cartridge change. User made one bolus request without entering current bg level and still having insulin on board (iob). If user did not disconnect during any of the three "fill tubing" processes of the cartridge change sequences, insulin would be delivered, and this could lead to low bg levels. Making bolus requests without entering current bg levels and still having insulin on board (iob) could also lead to low bg levels.there is no evidence of a device malfunction.